Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The insulin was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and was verified in the daily total screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted. The low reservoir alarm functions properly. No moisture damage noted on electronic assembly, on motor or in the reservoir tube. No insulin odor noted in the reservoir tube. The motor was tested outside of the device and passed. The insulin had a minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 412 mg/dl. Customer's blood glucose at time of call was 104 mg/dl. During troubleshooting, device passed the self test and high pressure test. Customer mentioned there was fluid in the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.